Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y the needle of the reload popped off the device while suturing the gastrojejunostomy anastomosis. The needle fell off inside the tissue, so the surgeon was not able to retrieve it. The doctor could not locate the needle during egd scope. The current patient status is good; however the future concern is if the needle migrates and perforates the bowel.